Manufacturer narrative:
To date, the complaint device has not been returned to surgical specialties corporation for root cause analysis. The product code and lot number have not been provided which precludes a DHR review from being performed at this time. Unfortunately without the device or lot information we are unable to determine a root cause at this time. Should the device be returned to surgical specialties corporation at some point in the future the issue will be re-opened, the device evaluated and the findings from the evaluation will be documented in the complaint file. No further corrective or preventative action is required.

Event description:
It was reported by the sales rep that after a whipple procedure that the surgeon stated that they noted a superficial wound infection and abdominal wound dehiscence. Unknown as to how the issue was treated. Patient current status is unknown.

Manufacturer narrative:
H3 other text : placeholder.